Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention. Device code:(B)(4) - hernia recurrence occurred. It was reported that following insertion the patient experienced pain and adhesion. It was reported that patient underwent mesh revision on (B)(6)/2017 by dr. (B)(6) at (B)(6) due to device failure and hernia recurrence.